Event description:
It was reported that this electrode delivered one electric shock inappropriately due to t-wave oversensing and noise. It was noted that this patient experienced a traumatic event during this treated episode. Technical services (ts) analyzed device episode data and explained device sensing operation to field representative. No additional adverse patient effects were reported. Currently, this s-ICD system remains in system.